Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) clarifying that the physician determined a lead revision was the only option to alleviate the amount of toe flexion and foot cramping the patient was experiencing. The rep noted this was decided after all reprogramming attempts were exhausted without resolving the toe flexion issue. When asked for the cause of the issue that led to the revision, the rep reported the patient was experiencing significant plantar flexion of the toe. The rep continued that minimal plantar toe flexion was common in sacral nerve stimulation, but in this case the plantar toe flexion was more significant than normal. By revising the lead, the physician felt they could reduce the amount of undesirable toe flexion. The rep noted they had not had contact with the patient, so they assumed the issue had been unresolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the rep was involved in the initial programming appointment, but another rep worked with the patient after that. The rep reported they met the patient for reprogramming and verbalized pain in their toe and had to turn it way down for them to be able to tolerate the sensation in their toe. Reprogramming was done by the rep and a revision was discussed if the symptoms didn¿t resolve with programming. The patient left the appointment with no toe pain and hoping for improvement in urinary symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since initial implant the patient¿s left toe would move and be forced down and it caused cramping in their foot. The patient stated they couldn¿t stand for more than an hour as the pain in their left foot would get so bad. The patient stated that they did turn stimulation down so that their toe wasn¿t moving with each pulsation, however they still experienced pain in their left foot when they would stand for more than one hour. The patient also reported that since initial implant the therapy only helped a little, they were still peeing on themselves. The patient noted that the trial, which lasted 3 days, did help. The patient reported they had a reprogramming session in january with a representative and during the session the rep was finally able to adjust so that their toe wouldn¿t move, but by the time they got home their foot hurt too much. The patient stated that during their appointment the rep commented that they were going to speak to the healthcare provider regarding a possible revision. The patient reported they had the revision on (B)(6) 2019 but weren¿t told specifically what was done. It was noted that the change in therapy was sudden but also noted to be since implant. No further complications were reported.